Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to battery depletion. The patient was happy post-operatively, contacts are all good and has excellent coverage. Device will not return due to facility policy and electrocautery was not used.

Manufacturer narrative:
Supplemental submitted to include additional information received from boston scientific sales representative that changed fields b5 and f10. Additional suspect medical device components involved in the event: tw# (B)(4); product family: scs-ipg-r; upn: m365sc11320; model: sc-1132; serial: (B)(6); batch: 19505352.

Manufacturer narrative:
Additional suspect medical device components involved in the event: tw# (B)(4). Product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 19505352.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to an unknown reason. The location of the devices is unknown. No additional adverse patient effects were reported.